Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the medication to treat her back pain had caused high blood glucose. Customer's blood glucose was 432 mg/dl. Customer had gone to the endocrinologist and adjusted the device settings. Customer declined troubleshooting. Customer will not be returning the device for analysis.